Event description:
It was reported that the patient was hospitalized due to a sepsis in an unknown location and the ipg was non-functional. The physician believed that the sepsis was not related to the device. The patient was placed on antibiotics.